Event description:
Boston scientific received information that this patient presented to the emergency room after a syncopal episode. The exact cause of the syncope could not be determined, however it was noted on the device memory that the patient had a "check right atrial lead message" on competitor lead along with frequent pre-ventricular contractions, pacemaker mediated tachycardia, and slow ventricular tachycardia that may have contributed to the event. No additional adverse patient effects or remedial action were reported.

Event description:
Additional information was received that over a year after this event, the device was explanted and replaced due to an unrelated advisory/recall and returned for analysis.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, in regards to the field allegations which could not be confirmed during testing, this device met specification during testing.